Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. Since the device was not returned, physical investigation of the autopulse platform could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. Upon visual inspection no physical damage was observed. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). The autopulse platform is a reusable device and was manufactured on 08 nov 2006. It has exceeded its expected service life of years. The platform is 11 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported to autopulse with serial number (B)(4). Ccr (B)(4), reported on 26 aug 2014, the platform was connected to the autopulse vision software and the system error, out of service, revert to manual CPR error message was able to be cleared.